Event description:
It was reported that the patient had seen very little improvement from their implantable neurostimulator (ins) therapy since its implant. The patient stated that starting at 4 am on the morning of report they had been going to the bathroom every hour. It was noted that the patient increased the stimulation to 4.4 volts but did not feel the stimulation from the ins and only felt pain. The patient also stated that the manufacturer¿s representative/technician only showed them how to use sync button and a ¿couple of other buttons¿ and lacked a basic understanding of the use of the programmer. The patient was also not instructed to keep a voiding diary. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2015, product type: programmer, patient. Product ID: 3889-28, lot# va0tnx9, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reports the patient visited the healthcare provider on (B)(6) 2015. Reprogramming was needed and it was changed from program 1 to 3. The pain was relieved at bicycle seat stimulation. The patient reported burning at incision and urinary frequency the day of visit and swelling in feet bilaterally. The incision had ecchymosis and bilateral pitting edema. Office visit on 5/12/15 reports reason for visit was void dysfunction. The patient was doing better since adjustments. It was noted that the incision was healing, non-tender and no erythema. It was reported that the patient was doing better with the neurostimulator.